Manufacturer narrative:
While there is no indication that the device involved malfunctioned, this event meets the criteria for reportability per 21 cfr part 803 due to the fact that surgical intervention was required. The device was evaluated for diameter and length measurements and found to be in specification.

Event description:
It was reported that an ankylos implant entered the sinus cavity after placement. It was removed by a specialist.